Manufacturer narrative:
(B)(6) registry. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the cause of the valve calcification could not be confirmed; however, it is possible that it may be due to patient factors (kidney disease requiring dialysis) in combination with the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Approximately 1 year and 6 months post implantation of a 29mm sapien xt valve, the patient received a second xt valve. In review of medical records (operative notes), the patient had an excellent result to his first tavr procedure and was doing well until he represented with recurrent heart failure. An echo revealed severe aortic valve leaflet calcification with critical aortic stenosis with a mean gradient of 80mmhg across the valve and mild to moderate mitral stenosis and mitral regurgitation. A decision was made to place a second sapien xt valve. Following deployment of the second valve, an echo (tee) revealed no significant valvular or paravalvular leak (pvl). The patient was stable and transferred for post management care.